Manufacturer narrative:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 31-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("on right, on release, the insert completely penetrated the uterine tube and was no longer visible/ perforation of the uterine tube by essure was noted.") And pelvic pain ("unbearable pelvic pain on left") in a (B)(6) year-old female patient who had essure (batch no. B85141) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she never had any problems before essure. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and complication of device insertion ("on right, on release, the insert completely penetrated the uterine tube and was no longer visible/perforation of the uterine tube by essure was noted."). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), amnesia ("loss of memory"), ovulation pain ("sharp pain especially during ovulation"), inner ear disorder ("problem with my inner ear: I started to fall on the ground for no reason. Loss of balance"), balance disorder ("problem with my inner ear: I started to fall on the ground for no reason. Loss of balance") and abdominal distension ("abdomen is still always swollen it is always worse during ovulation"). The patient was treated with surgery (2 operations). At the time of the report, the fallopian tube perforation, pelvic pain, amnesia, ovulation pain, inner ear disorder, balance disorder, abdominal distension and complication of device insertion outcome was unknown. The reporter provided no causality assessment for abdominal distension, amnesia, balance disorder, complication of device insertion, fallopian tube perforation, inner ear disorder, ovulation pain and pelvic pain with essure. The reporter commented: she still has an insert on the left. During the second operation, the surgeon did not think it necessary to remove it. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Unspecified tests with a gastroenterologist, who found nothing. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same medra preferred term. In this particular case a search in the database was performed on 01-sep-2017 for the following meddra preferred term: fallopian tube perforation. The analysis in the global safety database revealed 638 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 31-aug-2017: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4)) on 31-jul-2017. This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("on right, on release, the insert completely penetrated the uterine tube and was no longer visible/ perforation of the uterine tube by essure was noted.") And pelvic pain ("unbearable pelvic pain on left") in a (B)(6) female patient who had essure (batch no. B85141) inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she never had any problems before essure. On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) and complication of device insertion ("on right, on release, the insert completely penetrated the uterine tube and was no longer visible/perforation of the uterine tube by essure was noted."). On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), amnesia ("loss of memory"), ovulation pain ("sharp pain especially during ovulation"), inner ear disorder ("problem with my inner ear: I started to fall on the ground for no reason. Loss of balance"), balance disorder ("problem with my inner ear: I started to fall on the ground for no reason. Loss of balance") and abdominal distension ("abdomen is still always swollen it is always worse during ovulation"). The patient was treated with surgery (2 operations). At the time of the report, the fallopian tube perforation, pelvic pain, amnesia, ovulation pain, inner ear disorder, balance disorder, abdominal distension and complication of device insertion outcome was unknown. The reporter provided no causality assessment for abdominal distension, amnesia, balance disorder, complication of device insertion, fallopian tube perforation, inner ear disorder, ovulation pain and pelvic pain with essure. The reporter commented: she still has an insert on the left. During the second operation, the surgeon did not think it necessary to remove it. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Unspecified tests with a gastroenterologist, who found nothing. The list of device similar incidents contains essure reports received by bayer and older cases received by conceptus coded with the same meddra preferred term. In this particular case a search in the database was performed on 01-aug-2017 for the following meddra preferred term: fallopian tube perforation. The analysis in the global safety database revealed 620 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Further company follow-up with the regulatory authority is not possible. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.